Manufacturer narrative:
(B)(6). Date of event is unknown. Additional procodes: hwc, ktt. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of a locking compression plate (lcp) and seven (7) 3.5 mm cortex screws due to inflammation, infection, and non-union. Three out the seven screws with the plate were reportedly broken. Devices were originally implanted on (B)(6) 2017, during an open reduction internal fixation of the tibia. The surgeon used a trephine to remove the broken fragments and inserted antibiotic beads. The procedure was successfully completed without surgical delay. Patient outcome was stable. This report is for a 3.5 mm lcp plate 12 holes 163 mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated manufacturing date to "march 17, 2017" based on device history review. Device history review: part number: 223.621; lot number: h313125; part manufacture date: 17-mar-2017; manufacturing location: elmira; part expiration date: n/a; nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp plate/12 holes 163mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.